Event description:
It was reported that the hex of the abutment was broken off in the implant and could not be removed which resulted in the implant being removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated implant was returned for investigation. However, the unknown zimmer abutment was not returned. Visual evaluation of the returned product identified a fractured abutment inside the implant. Heavy presence of what had the appearance of bone tissue was attached to external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 14 and was used for approximately 9 years, 1 month. The customer did not provide any pictures or x-rays. A device history record (DHR) and complaint history record review could not be performed since the lot number associated with the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complainant reported that the hex of the abutment was broken off in the implant and could not be removed which resulted in the implant being removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.